Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 06/18/2015 with the following findings: on investigation, the alleged damaged casing issue was verified. A battery compartment crack was observed in the threads area along the side of the compartment. The pump powered up to the verify screen with auditory and vibratory features. Unrelated to the complaint, the pump emitted language file corruption related call service alarm when powered up and pump reboot was unable to clear the alarm. The remaining testing was unable to be completed. Investigation determined that the language file corruption related call service alarm was the result of a defective discrete component on the printed circuit board.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue with the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.